Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. Additional information was received. There was a leak in the tubing close to the pump.